Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the patient line. Customer changed the infusion set tubing to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.